Manufacturer narrative:
Investigation details: the customer confirmed that daily quality control was performed and passed. The confirmation was not provided. The analyzer order reports for the 1st antibody screening and crossmatch were provided. A screenshot of the crossmatch details was also provided, visually confirming a negative/indeterminate reaction with donor ID (B)(6). The analyzer order report for the 2nd antibody screening was not provided. Gtsc reviewed econnectivity data and identified the sample ID (B)(6) to be encrypted as 99-29-fa-fd-97-d8-07-c3-aa-5e-c6-5c-16-36-04-44-da-7f-06-0c-76-9e-6d-c3-d8-2f4a-65-d0-92-5f-7e. Review of econnectivity data showed that the sample was tested first on ortho vision ID-mts serial (B)(6) and the antibody screening was positive. As per column grade report, the results were rejected and then repeated and in repeat testing were negative. Review of econnectivity data showed that the sample was re-tested on ortho vision ID-mts serial (B)(6) and now was the antibody screening was positive. Review of econnectivity data showed that two units of packed red blood cells were cross-matched and deemed compatible. The stored image on the ortho vision ID-mts analyzer of the card used for the crossmatch test was obtained. Ortho 2nd level had further analyzed this image and confirmed the ortho vision card imaging system has functioned as per design. The customer was asked what the specificity of the missed antibody was: the customer stated that no antibody identification was performed. The review of the worldwide complaint databases was performed on 19aug2024 for call subjects 6902315 (0.8% selectogen) and mts084024 (mts anti-igg gel card) and lots vs609 and 032124001-17 (and other sublots of 032124001). 16 complaints were identified with call areas ind, falsepos and unreact for lot vs609; cell 1 affected in 10 cases, cell 2 in 14 cases. No complaint was identified with any call area for lot 032124001-17. 14 complaints were identified with call area ind and other sub-lots of 032124001. A trend was identified for falsepos and ind for lot vs609. (B)(4) was opened for further investigation (status is in progress). No trend identified for falseneg for lot vs609. (B)(4) no further investigation was performed on these incidents. The assignable cause of the discrepant negative grading of the positive antibody screening and crossmatch reactions reported by the customer could not be determined. In any case there was no evidence of any systematic failure of the ortho clinical diagnostics analyzer or reagents to perform as intended. No further complaints of this type have been received from the customer site since the time of the reported events.

Event description:
Cms 2642523, windchill ra607248 on 06aug2024, a customer contacted ortho global technical solution center (gtsc) to report what was described as discrepant negative grading of positive reactions in antibody screening and crossmatch in the indirect antiglobulin testing (iat) for one patient sample using their orthovision ID-mts analyzer (B)(6). Complainant/complaint reporter: (B)(6), laboratory supervisor date of events: 06aug2024 (reported by (B)(6) to gtsc on 06aug2024) software version: 5.15.0 reagents: mts anti-igg gel card lot 032124001-17, expiry 02feb2025 0.8% selectogen for gel lot vs609, expiry 20aug2024 patient information: female; aged 54 sample ID: (B)(6) the customer reported that on 06aug2024, they had tested a sample from this patient for antibody screening in iat using 0.8% selectogen for gel lot vs609 and mts anti-igg gel card lot 032124001-17 in conjunction with their ortho vision ID-mts analyzer (B)(6) and that they had obtained an indeterminate reaction with cell 1 and a positive 1+ reaction with cell 2 of the red cell reagent. The customer reported that on the same day, they had tested this patient sample for crossmatch in iat with 2 donors (ids (B)(6) using mts anti-igg gel card lot 032124001-17 in conjunction with the same analyzer and that the analyzer had reported negative reactions with both donors. The customer reported that visually they were seeing strong weak-1+ reactions with manual review. No further detail was provided. The customer reported that they had retested the same sample for antibody screening in iat using the same lots of reagents and analyzer and that they had obtained a negative reaction with cell 1 and a positive 1+ reaction with cell 2 of the red cell reagent. It is understood that the customer was visually seeing a strong weak-1+ reaction with cell 1. No further detail was provided. The customer reported that they had repeated testing using a new specimen from this same patient in manual method, getting clear negative results in antibody screening. The customer reported that on 07aug2024, they had tested the initial patient sample for crossmatch in iat with the same 2 donors and lot of mts anti-igg gel card in conjunction with their other analyzer (B)(6) and that the analyzer reported a 1+ reaction with donor (B)(6) and a negative reaction with donor (B)(6). The customer reported that biased negative antibody screening and crossmatch results were reported to the clinician. The customer reported that the patient was not transfused any of the donor units in question. The customer reported that the patient was not harmed as a result of the reported events.